Manufacturer narrative:
Patient information was unavailable from the site. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that there was no software issue. According to troubleshooting notes, issue was due to workflow techniques. Analysis found that the software functioned as designed. A medtronic representative went to the site to test the equipment. Testing revealed that system functioned as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for an electrode and probe placement procedure. The issue was noted intra-perioperatively and had no impact on patient outcome. There was no reported delay in surgery. It was reported that during a deep brain stimulation (dbs) procedure, when the imaging system was positioned on the right side of the patient, an ap-image of the head will appear upside-down. There was the option to rotate the images. However, it turned out that it was a flip and not a rotation. It meant that the images that "was" being looked at on the screen were not standard-radiological orientations (right/left inverted), but instead left on the screen/image was also left in the patient. It led to the healthcare provider marking the wrong electrode that needed a position adjustment 4 mm deeper, and initially did not understand why the electrode had not moved after re-positioning it. The healthcare provider had not marked the position of the ¿other¿ electrode as well before doing anything. Instead of just two ap-shots (before and after the re positioning) several ap¿s were made before it was seen that the other one was moving, and then the provider had to make a 3d to see where it had ended up compared to the plan. The position was where the provider had intended.